Event description:
It was reported that the rubber tip of the syringe plunger detached and was "sticking to the bottom of the barrel."

Manufacturer narrative:
It was reported that the rubber tip of the syringe plunger detached and was "sticking to the bottom of the barrel." To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. A sample was returned for evaluation and the reported problem/issue was confirmed. Additional testing was performed using retained samples from the reported product lot and the problem/issue was unable to be recreated. The reported problem/issue was likely caused by insufficient adhesive at the site where the rubber tip attaches to the plunger. In an abundance of caution, and in response to an FDA 483 issued for cfn (B)(4) on 22-jan-2024, this medwatch is being filed. If additional relevant information becomes available a supplemental medwatch will be filed.